Event description:
A customer reported experiencing a cartridge alarm 30. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no significant impact. No additional information was provided regarding actions taken by the customer or technical support in response to the alarm.